Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site state: (B)(6), event site postal code:((B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and found that the battery bearing (sr.no: (B)(6)) is not charging and discharging. Checked and suspecting that the problem is with the li-ion battery bearing sr.no: (B)(6). Without the suspected battery unit is working as per recommendation with single battery and raw power and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) is getting switched off automatically even when connected to raw power. There was no patient involvement.